Manufacturer narrative:
In the case description, the user mentioned that the dash pdm was stuck in the initial loading screen and could not access the main menu to deliver insulin. The pdm was returned with the battery depleted. The pdm was plugged in and allowed to charge. The pdm was able to charge to 100% and turn on. The pdm turned on to the loading screen, but was unable to get past the loading screen to the lock screen, indicating that the processor boot loader is in critical failure. The data was unable to be downloaded from the pdm and the main menu was unable to be accessed for testing due to this boot loader failure. The exact cause of the boot loader failure could not be determined, however it could be determined to be the cause of the reported event.

Manufacturer narrative:
Correction to original (B)(4). B5 statement was corrected by removing the statement "per omnipod user guide, the omnipod system is not approved for use in pregnancy.". This statement was written in error and incorrect. The dash omnipod system does not have any contraindications for use in pregnancy. The cause of the event cannot be determined.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). Blood glucose levels reached 300 mg/dl while wearing the pod. It was reported that the patient let the battery die a few days prior to hospitalization, and upon attempting to power on at the hospital, the device screen was stuck on, "loading omnipod dash...starting apps". The patient had influenza and was 33 weeks pregnant. The patient went to the hospital (B)(6) 2025 because she reported no longer feeling the baby move. The patient reportedly was induced due to fetal demise due to dka. The patient was treated with an insulin drip. The patient was still hospitalized at time of notification; therefore, duration of stay was not provided. Additional communication with the patient's health care provider indicated patient would be resuming insulin pump therapy with their omnipod system.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). Blood glucose levels reached 300 mg/dl while wearing the pod. It was reported that the patient let the battery die a few days prior to hospitalization, and upon attempting to power on at the hospital, the device screen was stuck on, "loading omnipod dash...starting apps". The patient had influenza and was 33 weeks pregnant. The patient went to the hospital (B)(6) 2025 because she reported no longer feeling the baby move. The patient reportedly was induced due to fetal demise due to dka. Per omnipod user guide, the omnipod system is not approved for use in pregnancy. The patient was treated with an insulin drip. The patient was still hospitalized at time of notification; therefore, duration of stay was not provided. Additional communication with the patient's health care provider indicated patient would be resuming insulin pump therapy with their omnipod system.